Event description:
It was reported that the patient was status post left ventricular assist device implant on (B)(6) 2024. The patient's post operative course was complicated by acute on chronic renal failure requiring continuous renal replacement therapy (crrt), acute hypoxic respiratory failure with pseudomonal pneumonia, leukocytosis and lactic acidosis that was related to ischemic bowel. The patient underwent a resection of the right colon on (B)(6) 2024 secondary to ischemic bowel. Despite this, the patient continued to decline, requiring multiple vasoactive medications at maximum doses, and requiring multiple amps of bicarbonate every hour. Antibiotics were escalated. The patient's abdomen was reexplored at bedside with the findings of diffuse ischemic bowel. The decision was made to make the patient comfort care. A chaplain was called for family support at their request. While family was at bedside, patient went asystole and arterial line became flat with unobtainable mean arterial pressure (map). All life sustaining machines were stopped. The lvad was disconnected. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s infection could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including renal dysfunction, respiratory failure, and infection, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, "patient care and management", also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.